Event description:
The patient experienced a lesion of the scar at the implantation site with palpable leads. The area was inflamed and abraded. The patient was hospitalized and the device system has been removed. Bacteriological analysis of the material was done.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Bacteriological analysis indicated contamination of the rv lead by staphylococcus capitis. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.